Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a175, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient had a battery replacement in 2018 and developed a staph infection around (B)(6) and had the ins removed but not the leads. The hcp reported that the patient was given until (B)(6) to allow the infection to clear and was instructed to follow up with the managing hcp, so he could have another battery put in. The patient had not yet followed up with the hcp as he wanted a second opinion. No further complications were reported.